Manufacturer narrative:
The insulin pump passed functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. However, noisy motor noted during testing due to faulty motor.

Event description:
The customer called to report an odd noise coming from the motor when filling the infusion set with insulin. The customer then mentioned that she experienced low blood glucose levels during the night, and was taken to the hospital via the paramedics. The customer spoke with the endocrinologist, and was let go after some tests. The customer stated that she did not feel comfortable with this insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.